Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: synergy ous mr 3.00 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified damage to the proximal end of the stent. Struts 1-8 from the distal end of the stent were undamaged. The proximal stent struts were pushed in a distal direction causing bunching of the central struts. The crimped stent od (outer diameter) of the undamaged distal struts was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 10-aug-2017. It was reported that crossing difficulties were encountered. The patient presented with leiomyoma and underwent percutaneous coronary intervention (pci). The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. Following pre-dilatation, a 3.00 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was not completed due to this event. No patient complications were reported and the patient's status was good. However, returned device analysis revealed proximal stent damage.